Event description:
It was reported that the patient experienced five times changed in the infusion set due to cannula was bent that leads to occlusion alarm on (B)(6) 2026.the site of insertion was abdomen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.